Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. In addition, there was a cut in the insulation 17cm from the terminal end. This type of damage likely occurred during the removal of the lead from the body. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high out of range pace impedances of greater than 2000 ohms. The ra lead was removed/replaced prior to pocket closure. No adverse patient effects were reported.